Event description:
It was reported that during a coronary artery bypass procedure, the clips were not forming properly and the clip applier jammed. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/2/2007. Evaluation summary: the instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was conducted that the instrument was conforming to manufacturing specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.